Manufacturer narrative:
A review of the DHR and inspection records could not be conducted since a lot number was not provided. According to the customer, there was no sample available for review. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, the investigation results are inconclusive and determining a definite root cause and corrective action is not possible. If the sample is returned at a future date, this complaint will be reopened for further evaluation at that time.

Event description:
¿This rn was called to bedside by orintee. He stated "theres blood all over the bed." Upon assessment, the pt's PICC line was leaking. The plastic hiub of the PICC line was cracked and leaking blood. The line was clamped and md and aprn were notified. This lumen was used as a med line. The pt's gtt line continued to infuse through the PICC in the seperate lumen. No leaking or bl additional access was obtained. PICC was removed and placed in biohazard bag. It will be given to management for review¿

Manufacturer narrative:
It is unknown if the sample will get returned for evaluation or not. As of the date of this report, sample has not been returned. A follow-up report will be submitted when additional information becomes available.

Event description:
¿This rn was called to bedside by (B)(6). He stated "there's blood all over the bed." Upon assessment, the pt's PICC line was leaking. The plastic hiub of the PICC line was cracked and leaking blood. The line was clamped and md and aprn were notified. This lumen was used as a med line. The pt's gtt line continued to infuse through the PICC in the separate lumen. No leaking or bl additional access was obtained. PICC was removed and placed in biohazard bag. It will be given to management for review¿